Manufacturer narrative:
During a troubleshooting with adc customer service it was identified the customer was using expired test strips ((B)(6) 2011). This case did not involve a product malfunction. Since the medical event was related to the use error, no investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.

Event description:
A customer reported getting an ER-6 message on their precision xtra meter and as a result of being unable to test, experiencing fatigue. The customer reportedly went to a doctor who diagnosed him with hyperglycemia and treated with insulin, which was a change to their normal regimen. The customer also self-treated with metformin and orange juice in attempt to counteract the event. There was no report of death or permanent impairment associated with this medical event.